Event description:
Per the clinic, the device was explanted (date not reported) due to an infection (site of infection not confirmed). Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Correction: the correct explanted device is the internal fixture (bi300 implant 4 mm); not the transcutaneous osia implant system (model: osi200; serial number: (B)(6)) as previously reported. Per the clinic, the infection was located at the scalp-implant site and the explant on (B)(6) 2024, allows for the tissue to heal. The reported adverse event is associated with a returned device; however, the provided clinical information was reviewed by the manufacturer and no specific device analysis is deemed necessary at this time. Previous product examinations have not showed any relationship between a product geometrical deviation and the reported clinical complication. Additionally, there are no indications that a product failure has contributed to the reported issue. Adverse skin reactions around the baha, ranging from slight redness to infected tissue, are common complications with baha implants, and can occur at any time following implantation. The report frequency for these complications is being monitored under cbas complaint and medical device reporting data monitoring plan and the status is updated on a monthly basis. This event is added to this monitoring.

Manufacturer narrative:
Per the clinic, the patient was treated with antibiotics (specific date and type not reported), twice daily, for a duration of 10 days.

Manufacturer narrative:
Per the clinic, the device was explanted (specific date not reported) due to an infection. Additional information has been requested but has not been made available as of the date of this report.